Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer confirmed with customer done power cycle to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed. The customer reported that there was utilized different station to obtain their medication and there was a slight delay in dispensing workflow. There were no adverse events or injuries reported based on this event.